Manufacturer narrative:
Film evaluation summary: the suprarenal stents were confirmed not to have been deployed; however, the exact cause could not be confirmed from the single returned still image. CT¿s prior to implant were not provided and the anatomy is unknown, and additional angiograms during implant including cine¿s during stent graft deployment and attempts to deploy the suprarenal stents were also not available for return. Analysis of the returned film did not reveal any stent graft or anatomical characteristics that could explain the reported event. A device issue cannot be ruled out as a potential cause. The delivery system is pending returned for analysis and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received: it was reported that the device was broken and the tip capture couldn't be deployed. Troubleshooting/bailout techniques were used but the tip capture still did not open so it was then decided to perform the open repair. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Photo evaluation summary: four photos were received from the account capturing the device post disassemble of the handle. The taper tip is not visible in the photos. Additional information: it was reported the patient had aorto-iliac calcified atheromatosis and the aneurysm size was 52x55mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: the deployed bifurcate graft was returned with taper tip, spindle and a section of the inner lumen. Indentations were visible along the length of the taper tip. There was no damage evident to the spindle or sleeve. There were no abnormalities observed to the suprarenal¿s. The explanted device was found to have areas of mdx on the suprarenal stent and fabric. Due the device not being decontaminated for several months post-implant, the fabric was unable to be completely cleaned which appears to have led to the fabric becoming stained. The streaking and discoloration seen along the length of the bifurcate was likely from the mdx. Stent graft dimensional check: proximal ID: 23mm, distal ID: 12mm, total covered length: 164mm. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was intended to be implanted in a patient for the endovascular treatment of an unknown diameter abdominal aortic aneurysm. It was reported that during the index procedure, the physician could not open the free flow of the stent graft, and the endurant could not be fully deployed. The physician then performed an open repair as treatment, with explant of the stent graft. As per the physician, the cause of the event was a device failure. No additional clinical sequelae were reported and the patient is fine.